Event description:
Critically ill patient with end stage heart disease, required intra aortic balloon pump assist. Blood noted in the tubing after several hours of use. When the balloon was pulled, there was blood in the balloon. It is believed there was a hole in the balloon.